Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was broken at the distal idlers. The idler pulley spun freely however, was damaged. The idler pulley exhibited a small indentation at the edge. The evidence was inconclusive but the damage was likely due to mishandling. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Engineering also found deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratch was short in length and was axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci standard prostatectomy procedure the large needle driver instrument was noted to be defective. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.